Event description:
It was reported that prior to use on a pt, leakage was noted at the gas outlet on the oxygenator. Ref: (B)(4).

Manufacturer narrative:
(B)(4). The device is not available for investigation. A supplemental medwatch will be submitted if additional info becomes available.